Manufacturer narrative:
Further info regarding the event has been sought. A supplement medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The ventilator was investigated on-site. The expiratory channel printed circuit board was found to be defective, and was returned for investigation. The ventilator logs were downloaded. Evaluation of the ventilator logs confirms that the reported technical alarm had been generated on the date of event. The logs also showed that there was a second technical error code generated on the date of event. This technical error code indicates a power error (that the 24v signal was below 21.5v). Electrical measurements of the defective printed circuit board showed that the failure was related to a short circuit of a capacitor. Our conclusion is that the generated technical error codes were caused by a short circuit of a capacitor on the expiratory channel printed circuit board. The reason why the capacitor short circuited has not been determined. If the failure occurs during on-going ventilation, it will lead to decreased volumes delivered to the patient or a stoppage of ventilation. There will be several visible and audible alarms generated to notify the user.

Event description:
It was reported that the ventilator generated a technical error code during start up. The error code indicates an open safety valve. There was no pt involvement. (B)(4).